Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. The customer stated that his blood glucose was 54 mg/dl. Customer declined to troubleshoot for low readings. The customer stated no specific event but he felt low and checked sensor glucose and it was higher than what he felt but it wasn¿t giving him any arrows. The customer had additionally reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 54 mg/dl and the sensor glucose was 103 mg/dl at the time of the incident. Sg and bg difference is not within acceptable range. Troubleshoot was performed and the customer stated that insulin delivery was not suspended due to sg values. The device will not be returned for analysis